Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was asymptomatic and self-treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 100 mg/dl was compared to a competitor brand meter result of 298 mg/dl. The length of sensor wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.